Manufacturer narrative:
One device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the reported problem was not duplicated. The device was in good condition. The event history log (ehl) was also downloaded. An accuracy test was performed, and the test passed (+0,948%). The root cause of the problem was unknown. No further action will be taken as no device problem was identified.

Event description:
It was reported that the issue was "default flow". The event was noted after the use of the device on the patient. There was no patient involvement.